Manufacturer narrative:
This report is based on information provided by philips bench tech and has been investigated by the philips complaint handling team. The bench tech evaluated the device at the repair facility. It was determined that the device is out of technical support (since end of 2022) and no spare parts are available. The device will be returned to the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a device charging button failure. There was no reported patient involvement.